Event description:
During an in-clinic follow follow-up, loss of capture and decreased sensing variation were observed on the right ventricular (rv) lead and device. Diagnostic imaging was performed and revealed no abnormalities. No intervention has been performed. The patient was stable and will continue to be monitored.